Event description:
It was reported that the pump generated an occlusion alert, and the caregiver was advised to change infusion supplies. The alert resolved after the supply change and insulin delivery was resumed. Symptoms included hyperglycemia, reaching a high of 336 mg/dl. Outcomes included restoration of therapy after troubleshooting and education were completed. Investigation included technical support assessment and user-directed troubleshooting. Investigation of this case revealed that replacing the infusion set resolved the obstruction, indicating a transient infusion site or set issue. It was concluded that the event was related to an infusion set occlusion that resolved with supply replacement, with no further clinical intervention required.